Event description:
Olympus was informed that a pt was diagnosed having chemical colitis after having undergone a diagnostic colonoscopy.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report, and was informed that during a diagnostic colonoscopy, the user noted a polyp in the pt's colon. The polyp was removed with a cold snare. The procedure was completed using the same device. However, the pt reportedly went to the emergency room on the same evening of the procedure due to abdominal pain, and difficulty to move from side to side. A cat-scan was performed to check for a perforation but the result was negative. The user facility staff later reported that the pt was diagnosed of chemical colitis as the pt was said to have had a bad reaction with the sterilant used with the colonoscope. The sterilant used was rapicide. The colonoscope was said to have been reprocessed in a dsd-201d machine. The user facility staff reported that after reprocessing, the colonoscope was stored laying flat for a short time before the next procedure. The user facility staff was recommended to contact the manufacturer of the automated endoscope reprocessor (aer) to determine if the reprocessor blows air through the scope channels or if it needs to be done manually after the scope was reprocessed. The user facility was advised to store the device in a cabinet with the insertion tube and the universal cord hanging vertically. There was no specific serial number provided.